Manufacturer narrative:
H.6. Investigation summary (B)(4) open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned samples and photos was carried out and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were received no clog test could be carried out. Investigation conclusion visual examination of the returned samples and photos was carried out and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were received no clog test could be carried out. No DHR review can be carried out as lot number is unknown. Root cause description as all samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was clogged. This occurred on (B)(4) occasions during use. The following information was provided by the initial reporter: the needle was clog.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was clogged. This occurred on 2 occasions during use. The following information was provided by the initial reporter: the needle was clog.